Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the insulation on the jaw wire was damaged. A small piece is missing. The reported condition was confirmed. One jaw wire was damaged on the device. The damage to the jaw wire is consistent with scraping the jaws against the sharp edge of a trocar during insertion or removal of the device or another instrument. There is nothing known in the manufacturing process that would cause this type of slicing damage. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. The instructions for use (IFU) states to carefully insert and withdraw instruments from cannulas (trocars) to avoid possible damage to the devices and/or injury to the patient. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric sleeve procedure, the ligasure device had a broken component at jaw. Surgeon put it down the trocar and saw the broken piece with the camera. No piece disengaged completely and nothing fell into the patient's cavity. Surgeon decided to changed the handpiece instead of continuing with the device. There was no patient injury.